Event description:
Hcp reported the pt missed a pump refill. The pt presented to the emergency room with nausea. The hcp is questioning if the pt is in withdrawal. No further details available. A follow up report will be sent when additional info is obtained.